Manufacturer narrative:
Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10278. It was reported that the patient complaint of pain at the implantable cardioverter-defibrillator (ICD) site since implant. Further investigation noted the left ventricular (lv) lead had dislodged the day after implant, and every vector tested had phrenic nerve stimulation. The dislodgement was confirmed on x-ray the day after implant. The lv lead was turned off due to lack of lv options for revision. The patient was brought into lab for pocket revision and lv lead explant. The lv lead was explanted with no complications. The physician elected to explant and replace the ICD as well. The patient was stable and was discharged.